Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation uterus/ expulsion / migration/migration of essure device location of device: endometrial cavity') in an adult female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included frequency of menses, metrorrhagia, dizziness, dizziness, uterine leiomyoma and anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy mentsrual bleeding), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), genital haemorrhage ("abnormal bleeding (general), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), anaemia ("anemia"), vulvovaginal mycotic infection ("vaginal yeast infection"), vaginitis ("vaginitis"), nausea ("nausea"), dizziness ("dizziness"), adenomyosis ("adenomyosis"), rectal haemorrhage ("hemorrhage of rectum"), anal haemorrhage ("hemorrhage of anus"), menometrorrhagia ("menometrorrhagia"), pollakiuria ("urinary frequency") and breast pain ("breast pain") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy (partial) / hysterctomy full and hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, genital haemorrhage, bladder disorder, urinary tract disorder, anaemia, vulvovaginal mycotic infection, vaginitis, nausea, dizziness, uterine leiomyoma, rectal haemorrhage, anal haemorrhage, menometrorrhagia, pollakiuria and breast pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, anaemia, anal haemorrhage, bladder disorder, breast pain, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia, nausea, pelvic pain, pollakiuria, psychological trauma, rectal haemorrhage, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and vaginitis to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014 and (B)(6) 2012. If "other" please describe hysterectomy (partial). Received treatment for other injuries/symptoms.? Yes. Discrepancy noted in essure confirmation test. Patient received treatment for menorrhagia, expulsion, migration, uti, vaginal infection, vaginal discharge, uterine perforation, hormonal changes. Trailing coils in right side: 9 and left side 8. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: patient underwent essure confirmation test but result is unknown; on (B)(6) 2014: patient underwent essure confirmation test but result is unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, and pelvic pain lot number: 958708 manufacturing date: 2012-03 expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation uterus/ expulsion / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy mentsrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) / hysterctomy full and hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014 and (B)(6) 2012. If "other" please describe hysterectomy (partial) received treatment for other injuries/symptoms.? Yes discrepancy noted in essure confirmation test. Patient received treatment for menorrhagia, expulsion, migration, uti, vaginal infection, vaginal discharge, uterine perforation, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: events: dysmenorrhea, dyspareunia, pelvic, abdominal, menorrhagia, expulsion, migration, uti, vaginal infection, vaginal discharge, uterine perforation, hormonal changes were added. Insertion date and removal date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation uterus/ expulsion / migration/migration of essure device location of device: endometrial cavity') in an adult female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy mentsrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), genital haemorrhage ("abnormal bleeding (general),"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), anaemia ("anemia"), vulvovaginal mycotic infection ("vaginal yeast infection"), vaginitis ("vaginitis"), nausea ("nausea"), dizziness ("dizziness"), adenomyosis ("adenomyosis"), rectal haemorrhage ("hemorrhage of rectum"), anal haemorrhage ("hemorrhage of anus"), menometrorrhagia ("menometrorrhagia"), pollakiuria ("urinary frequency") and breast pain ("breast pain") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy (partial) / hysterctomy full and hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, genital haemorrhage, bladder disorder, urinary tract disorder, anaemia, vulvovaginal mycotic infection, vaginitis, nausea, dizziness, uterine leiomyoma, rectal haemorrhage, anal haemorrhage, menometrorrhagia, pollakiuria and breast pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, anaemia, anal haemorrhage, bladder disorder, breast pain, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia, nausea, pelvic pain, pollakiuria, psychological trauma, rectal haemorrhage, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and vaginitis to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014 and (B)(6) 2012. If "other" please describe hysterectomy (partial) received treatment for other injuries/symptoms.? Yes. Discrepancy noted in essure confirmation test. Patient received treatment for menorrhagia, expulsion, migration, uti, vaginal infection, vaginal discharge, uterine perforation, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: patient underwent essure confirmation test but result is unknown; on (B)(6) 2012: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: reporters information added. Lot number added. Events breast pain, urinary frequency, menometrorrhagia, abnormal bleeding (general), bladder disorder, urinary problems or changes, anemia, yeast infection, vaginitis, nausea, dizziness, uterine fibroids(symptomatic), adenomyosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hemorrhage of rectum and hemorrhage of anus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2014 (per ppf). If "other" please describe hysterectomy (partial). Received treatment for other injuries/symptoms.? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: fallopian tubes perforation. Patient demographic added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.